Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was not confirmed. If add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had low power. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.